Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent ventral hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient had removal surgery on (B)(6) 2010 during which the surgeon noted ¿it was recommended we operate to remove as much of this infected mesh as possible and there were significant adhesions encountered.¿ the pathology report noted ¿hernia sac with mesothelial reaction and fibrosis secondary to reaction to old mesh.¿ it was reported that the patient experienced severe pain and inflammation. No additional information is provided.

Manufacturer narrative:
Date sent to the FDA: 02/25/2020.

Manufacturer narrative:
Date sent to FDA: 9/14/2020.

Manufacturer narrative:
Date sent to FDA: 9/22/2020. Additional information: d4, h4. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.